Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had urinary tract infection so they had to stop using the purewick urine collection system. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to the material surface was rough or abrasive or uncomfortable. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to review due to the unknown product code. Although the product family was unknown the (purewick) ifus were found to be adequate based on past reviews. Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced a urinary tract infection so they had to stop using the purewick urine collection system. It is unknown what medical intervention was provided for the urinary tract infection.